Manufacturer narrative:
The device was sent to the manufacturer in a manner unsuitable for investigation. There were no reported complications. Exemption number: e2015015.

Event description:
The clinician reported that 3 weeks after the dental implant was placed in ada site 20, the implant had not achieved osseointegration. Clinician reports patient is a smoker. A graft was not placed. There were no reported complications.

Manufacturer narrative:
There were no reported complications. Exemption number: e2015015. The device was non-sterile and it was discarded by the distributor. Therefore, it was not received by the manufacturer.

Event description:
The clinician reported that 3 weeks after the dental implant was placed in (B)(6) site 20, the implant had not achieved osseointegration. Clinician reports patient is a smoker. A graft was not placed. There were no reported complications. (B)(4)